Event description:
It was reported that the pt has expired. The date of patient's death and implant duration are unknown. It is unknown if the death was device related. No further details were provided. Info learned from implant pt registry.

Manufacturer narrative:
It was additionally reported that a second device, model # 6900ptfx, was implanted. Refer to MFR report# 6000002-2008-08216. Device not returned.